Event description:
It was reported roughly 1-2 weeks after a pump change from a synchromed el to a synchromed ii back in (B)(6) 2012; the patient developed a seroma in the pocket. It was indicated that clear fluid collection developed and the health care provider (hcp) drained the fluid and the patient was fine for a few weeks. It was noted after that; the patient developed the seroma again and it was drained again but 48 hours later the fluid had re-accumulated. It was reported that the patient did not have any symptoms of increased pain, headaches, or withdrawal. It was noted that the patient was brought in to the operating room (or) for exploration and pocket revision. Upon inspection, there were no obvious breech in the system and the catheter was visualized to be in the intrathecal space with excellent cerebral spinal fluid return. It was noted that the same pump was placed in the pocket. The fluid aspirated from the pump pocket area was sent for analysis but the results were not available as of the date of this report. If additional information becomes available, a follow-up report would be submitted. The drugs delivered via pump were hydromorphone and bupivacaine

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, lot#, serial#, implanted: 2012 (B)(6), explanted: product type catheter, product ID 8578, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).